Event description:
Seven months postoperatively, cardiac catheterization demonstrated a saphenous vein graft, anastomosed with a connector to the pda was occluded. A saphenous vein y-graft to the circumflex and diagonal was also occluded between the connector and the "y". Reoperation was performed and the lima to lad was bypassed. The connectors remain implanted.